Manufacturer narrative:
No product will be returned. No investigation was performed.

Event description:
The customer reported several burettes have cracked during chemo and ivig infusions. The customer attributes the cracks to the staff¿s culture of squeezing the burettes to fill as previous products allowed for this. The customer is inquiring ¿if any improvements are being made in the plastic of the buretrol chamber to account for this? Even with venting it sometimes gets difficult to pull the fluid/medication." No patient harm reported.